Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported peeled polymer coating was unable to be confirmed; however, there was noted bunched, torn and stretched polymer coating. The reported difficult to position and difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the unspecified support catheter resulted in the reported difficult to position and difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a chronic totally occluded lesion in the superficial femoral artery (sfa). The ht command guide wire was advanced but met resistance with the unspecified support catheter. It was decided to remove the guide wire to analyze the vessel further, and resistance with the support catheter was felt during withdrawal of the guide wire as well. Outside the patient anatomy, it was noted that the hydrophilic coating sheared off the distal end of the guide wire. No part of the guide wire coating remained in the patient anatomy. A new command guide wire was used to complete the procedure successfully. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.